Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant on the left and with unknown gel implant on the right and was presented with breast implant rupture on her left side, and bilateral ptosis postoperatively. As a result, the devices was explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.